Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer declined to troubleshoot. Customer's blood glucose was 300 mg/dl. Advised the customer to change set and report back incase he needs further assistance. Customer provided set information but could not verify what caused the no delivery alarm. No further information provided.